Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1, -10.50/2.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to low vault and glare/haloes. This resolved the problem. Reportedly, "there is no plan to implant another lens."